Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the instrument's history was performed and found the scope was purchased on (B)(6) 2014. Since the date of purchase there were no records of service/ repair found for this scope. As part of investigation, olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that there was minor bleeding observed. The intended procedure was completed with same device. The scope was isolated. Additionally, the scope was inspected during reprocessing and right before the procedure by the facility¿s reprocessing technician in accordance with the instruction manual with no anomalies noted. The scope was leak tested, manually cleaned and reprocessed in a evotech aer. The cause of the reported event could not be conclusively determined. However, based on similar reports this type of scope damage can be attributed to excessive stress and mishandling. The cf-hq190l instruction manual for use provides a warning statements in an effort to prevent equipment damage and to help mitigate patient harm. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus received a medwatch report that states at the conclusion of a colonoscopy procedure, while retracting the colonoscope, the physician observed a superficial tear in the patient¿s mucosa with a flap. Two endoclips were used to close the tear. Upon removal of the scope, the sheath was noted to be torn with fiber exposed and a sharp appearance at the distal end.